Manufacturer narrative:
The brakes not holding/working could lead to unintentional movement of the stretcher which has the potential to cause serious injury. The technician found that the casters were worn beyond repair and replaced the casters in order to resolve the problem.

Event description:
The two brakes casters at the head end of this stretcher would not hold. There were no injuries in this event.